Event description:
Patient called to report allegedly inaccurate high readings. Customer service realized that patient's meter was set to the wrong unit of measurement. Patient does not recall going in to the set up mode and changing the units of measurement. Patient had increased the units of insulin based on the mg/dl readings. Patient did not experience any signs/symptoms of high or low blood sugar and did not have to seek medical attention or call their md. Medical affairs is reporting this case as a meter malfunction.